Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: ubd: 05-jun-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (2000mcg/ml at 370 mcg day) via an implantable pump for intractable spasticity, spinal cord injury/spinal cord disease, and head/brain injury. It was reported that the patient's pain was not under control. There were no known factors that may have led or contributed to the issue. A dye study was performed and the hcp was unable to aspirate. The catheter was successfully replaced on (B)(6) 2022 and the hcp was able to aspirate. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.